Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was received at acist eden prairie for evaluation on 26 november 2019. The injection system was functionally tested and met pre-established specifications. There was no evidence of a device malfunction related to the reported event. The acist consumable kits used during the event were not returned by the user facility and the lot numbers are unknown; therefore, acist is unable to investigates these items. Additional information has been requested from the user facility as part of the investigation. If new information is received, a follow-up medwatch will be submitted to the FDA.

Event description:
During a left heart catheterization procedure using the acist angiographic injection system, model cvi, either air or a thrombogenic clot was visualized during the final image of the right coronary angiogram. The patient experienced chest pain, hypotension, and st-segment elevation.